Event description:
Caller reported a cgm error 42 issue. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process, after which the pump did not display the cgm error code again. The caller was able to successfully start their sensor session.